Manufacturer narrative:
Review of the DHR showed that the product and packaging were visually inspected per finished goods testing requirements prior to release and no issues were noted.

Event description:
According to the reporter, "after opened the box in surgery we have detected a cut on the bag."